Event description:
During a shoulder stabilization procedure, it was reported that the surgeon a drilled hole using a 2.3mm bioraptor drill through the drill guide. The surgeon then inserted the anchor into the drill guide, using a mallet to insert the anchor into the hole. The surgeon then unhooked the sutures from the inserter and attempted to pull inserter off the anchor and the anchor would not release from introducer. The patient¿s bone quality was reported as good. The surgeon then pulled the anchor out with the inserter completely, including sutures. Surgeon used another device and finished the case as normal. The same hole was not used for the replacement device; it was left empty.

Manufacturer narrative:
The inserter and anchor/suture construct (unattached) was received for evaluation. There were no issues identified with the inserter. The anchor was placed back onto the inserter and a slight slip-fit (per design) was observed. The anchor was examined under magnification and no flash or other obstruction was observed. The anchor was then measured for diameter and found to be within print specification. Based on these findings, we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).